Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2

Event description:
Reference number (B)(6) event occurred in the united sites it was reported that the patient experienced the infusion set pulled off event on (B)(6) 2026. No further information available.